Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv1918 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the aspira drainage catheter was leaking from the hub. No additional information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking aspira is confirmed, use related. The sample returned is one aspira catheter. A large slit is visible 3 cm distal of the cuff. The edges of the slit were very smooth and fit together well. The interior surfaces were striated in a manner consistent with pattern transfer from a grind sharpened instrument such as a scalpel. Clamping proximal of the slit and pressurization of the catheter did not reveal any proximal or luer leaks. As the damage is consistent with sharp instrument damage, the complaint is confirmed, use related. A lot history review (lhr) of rebv1918 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the aspira drainage catheter was leaking from the hub. No additional information provided.